Manufacturer narrative:
D10 concomitant products: unk dy, dialysis unknown (lot#: unknown), unk dy, dialysis unknown (lot#: unknown) r sowrabha, "is tunneled cuffedcatheter a viable link to arteriovenous fistula? An experience from a tertiary care centre", 2021, journal of clinical and diagnostic research. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, a prospective observational study included a total of 102 patients who underwent tcc (tunneled cuffed catheter) insertion during the study period from july 2017 to december 2018. A total of 106 procedures were performed as four patients required catheter removal and reinsertion within two weeks. Patients were further followed up till september 2019 (nine months after the last catheter insertion). There were both branded and competitor devices in the study with the use of a 14.5 french × 28 cm (centimeter) ¿haemoflow¿ (medcomp) double lumen catheter with a cuff to tip length of 23 cm and the covidien chronic silicone permacatheter (medtronic) used for placement. 11 patients died with functioning catheters. The overall data clearly favored using cuffed tunneled catheters as the first vascular access over temporary catheters whenever a reasonably longer need for a hemodialysis catheter is anticipated. Is tunneled cuffed catheter a viable link to arteriovenous fistula? An experience from a tertiary care centre: r sowrabha, 2021, journal of clinical and diagnostic research.